Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q4 2016 (OCTOBER 1, 2016 ¿ DECEMBER 31, 2016). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q4 2016 (OCTOBER 1, 2016 ¿ DECEMBER 31, 2016). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;701553108-39290-10,I,D,31,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-49701-10,I,D,207,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-49701-10,S,D,,,,;701553108-1217055-10,I,D,121,CoreValve System - Transcatheter Aortic Valve ,MCS-P3-31-AOA ,C53269;701553108-1347025-10,I,D,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-1784138-10,I,D,30,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-1859262-10,I,D,367,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-2265570-10,I,D,10,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-2283395-10,I,D,341,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-2446925-10,I,D,55,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701553108-2549557-10,I,D,253,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701553108-2726633-10,I,D,266,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-2768613-10,I,D,151,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-2812279-10,I,D,322,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-2841610-10,I,D,156,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-2877575-10,I,D,100,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3070856-10,I,D,79,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US,C53269;701553108-3198530-10,I,D,610,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701553108-3213195-10,I,D,312,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701553108-3237104-10,I,D,710,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701553108-3240718-10,I,D,212,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701553108-3244947-10,I,D,473,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701553108-3244947-10,S,,,,,;701553108-3244947-10,S,D,,,,;701553108-3248591-10,I,D,603,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701553108-3248591-10,S,,,,,;701553108-3286816-10,I,D,499,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701553108-3299189-10,I,D,175,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701553108-3332300-10,I,D,26,Not reported.,Not reported.,C53269;701553108-3332300-10,S,D,,,,;701553108-3378817-10,I,D,150,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701553108-3381890-10,I,D,Not reported.,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701553108-3389838-10,I,D,177,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3389980-10,I,D,56,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3399575-10,I,D,361,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US,C53269;701553108-3400433-10,I,D,177,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701553108-3403964-10,I,D,365,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701553108-3409736-10,I,D,442,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701553108-3421879-10,I,D,135,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3432471-10,I,D,407,CoreValve System - Transcatheter Aortic Valve ,MCS-P3-29-AOA-US,C53269;701553108-3444183-10,I,D,212,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701553108-3447151-10,I,D,110,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3449457-10,I,D,163,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3449457-10,S,,,,,;701553108-3453248-10,I,D,320,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701553108-3454779-10,I,D,309,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3458911-10,I,D,Not reported.,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US,C53269;701553108-3461079-10,I,D,296,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701553108-3461798-10,I,D,242,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3464510-10,I,D,451,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3465525-10,I,D,284,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3467751-10,I,D,210,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3469376-10,I,D,229,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701553108-3469808-10,I,D,Incorrectly reported.,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3470272-10,I,D,307,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3482046-10,I,D,97,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701553108-3483736-10,I,D,325,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701553108-3485909-10,I,D,277,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3486071-10,I,D,194,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3486150-10,I,D,120,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3491585-10,I,D,219,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3491851-10,I,D,371,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3492217-10,I,D,232,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701553108-3494087-10,I,D,363,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701553108-3494154-10,I,D,397,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701553108-3498545-10,I,D,268,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3498722-10,I,D,214,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3498778-10,I,D,209,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3498793-10,I,D,104,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3499297-10,I,D,362,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701553108-3499970-10,I,D,295,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3501645-10,I,D,247,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3506048-10,I,D,367,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3506842-10,I,D,Not reported.,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701553108-3509482-10,I,D,194,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701553108-3513389-10,I,D,384,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3514509-10,I,D,484,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US,C53269;701553108-3523945-10,I,D,194,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3526460-10,I,D,287,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3528537-10,I,D,49,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3533175-10,I,D,215,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3533754-10,I,D,266,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3534775-10,I,D,167,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3535080-10,I,D,134,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3538579-10,I,D,Not reported.,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US,C53269;701553108-3538579-10,S,,223,,,;701553108-3539040-10,I,D,429,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701553108-3539486-10,I,D,Not reported.,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3541243-10,I,D,138,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3543282-10,I,D,51,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701553108-3544378-10,I,D,288,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3546796-10,I,D,430,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3548893-10,I,D,244,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3549566-10,I,D,240,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3549578-10,I,D,277,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3550057-10,I,D,154,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701553108-3550304-10,I,D,111,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US,C53269;701553108-3550939-10,I,D,106,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3551501-10,I,D,136,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3551935-10,I,D,158,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3552302-10,I,D,452,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701553108-3552507-10,I,D,165,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3553769-10,I,D,169,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3555870-10,I,D,119,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701553108-3555972-10,I,D,201,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3557857-10,I,D,154,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3558142-10,I,D,199,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701553108-3560101-10,I,D,193,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701553108-3560166-10,I,D,82,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3560424-10,I,D,230,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3560913-10,I,D,161,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3565366-10,I,D,289,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3565636-10,I,D,348,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-3565750-10,I,D,114,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-3566638-10,I,D,226,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3571080-10,I,D,137,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3572753-10,I,D,226,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3573546-10,I,D,369,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3573668-10,I,D,167,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3574124-10,I,D,Not reported.,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3575459-10,I,D,226,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3575563-10,I,D,274,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701553108-3575563-10,S,,,,,;701553108-3576040-10,I,D,195,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3576928-10,I,D,242,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US,C53269;701553108-3577593-10,I,D,308,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701553108-3578704-10,I,D,418,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3578928-10,I,D,223,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3581881-10,I,D,189,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3586640-10,I,D,129,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3586864-10,I,D,Not reported.,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3586864-10,S,,,,,;701553108-3587167-10,I,D,195,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3587516-10,I,D,112,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3588547-10,I,D,158,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-3589160-10,I,D,134,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701553108-3590803-10,I,D,224,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3592627-10,I,D,243,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3596013-10,I,D,171,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3597075-10,I,D,84,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3599859-10,I,D,257,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3604928-10,I,D,319,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701553108-3605151-10,I,D,258,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701553108-3606745-10,I,D,80,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3607237-10,I,D,177,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701553108-3608332-10,I,D,321,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3608924-10,I,D,Not reported.,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3608924-10,S,,146,,,;701553108-3610211-10,I,D,Not reported.,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3610211-10,S,,76,,,;701553108-3612621-10,I,D,400,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3616131-10,I,D,166,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3616183-10,I,D,105,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3617568-10,I,D,353,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3619682-10,I,D,154,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3623640-10,I,D,Not reported.,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3625690-10,I,D,174,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-3625690-10,S,,,,,;701553108-3630832-10,I,D,295,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3641381-10,I,D,118,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3642171-10,I,D,282,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701553108-3651019-10,I,D,260,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3653095-10,I,D,232,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3653204-10,I,D,153,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3654343-10,I,D,289,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3659245-10,I,D,108,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3659853-10,I,D,12,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701553108-3659853-10,S,D,,,,;701553108-3660601-10,I,D,213,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3663253-10,I,D,265,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3664843-10,I,D,189,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3701896-10,I,D,128,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3704921-10,I,D,255,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3711892-10,I,D,230,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3717300-10,I,D,233,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3717300-10,S,,,,,;701553108-3734412-10,I,D,Not reported.,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3738328-10,I,D,200,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3761800-10,I,D,22,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3762556-10,I,D,203,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3781473-10,I,D,184,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3781473-10,S,D,,,,;701553108-3787064-10,I,D,200,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-3787466-10,I,D,82,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3796263-10,I,D,57,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3813721-10,I,D,71,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3817783-10,I,D,183,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3818710-10,I,D,11,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3826238-10,I,D,152,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3826317-10,I,D,52,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3830219-10,I,D,145,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3838811-10,I,D,42,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3840015-10,I,D,88,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3841114-10,I,D,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3842476-10,I,D,64,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3844420-10,I,D,109,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3847994-10,I,D,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3847994-10,S,D,,,,;701553108-3848006-10,I,D,22,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3848006-10,S,D,,,,;701553108-3850429-10,I,D,122,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3851397-10,I,D,91,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3853640-10,I,D,45,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3855110-10,I,D,120,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-3856877-10,I,D,24,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3858973-10,I,D,9,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3868221-10,I,D,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3871439-10,I,D,71,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3876495-10,I,D,74,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3877204-10,I,D,109,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3877204-10,S,,,,,;701553108-3877961-10,I,D,96,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-3880187-10,I,D,35,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3881023-10,I,D,118,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3885373-10,I,D,10,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3886409-10,I,D,14,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3886420-10,I,D,Not reported.,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3891486-10,I,D,85,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701553108-3900388-10,I,D,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3900388-10,S,,,,,;701553108-3903004-10,I,D,8,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3907436-10,I,D,32,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3907603-10,I,D,33,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3907603-10,S,,,,,;701553108-3914110-10,I,D,80,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3916954-10,I,D,103,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3917146-10,I,D,66,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3921705-10,I,D,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3922205-10,I,D,8,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3922736-10,I,D,109,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3923505-10,I,D,48,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3924184-10,I,D,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3924214-10,I,D,Not reported.,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3924214-10,S,,59,,,;701553108-3928437-10,I,D,28,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3928452-10,I,D,19,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3928888-10,I,D,2,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701553108-3928888-10,S,D,,,,;701553108-3929939-10,I,D,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3933572-10,I,D,8,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3934056-10,I,D,32,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3934890-10,I,D,7,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3936906-10,I,D,19,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3940123-10,I,D,36,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3946686-10,I,D,10,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701553108-3947307-10,I,D,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3947356-10,I,D,7,CoreValve Evolut R - Transcatheter Aortic Valve; CoreValve System - Transcatheter Aortic Valve ,EVOLUTR-29-US; MCS-P3-31-AOA-US,C53269;701553108-3947560-10,I,D,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3951786-10,I,D,14,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3953343-10,I,D,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-3954640-10,I,D,22,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3957100-10,I,D,50,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3959470-10,I,D,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3960453-10,I,D,23,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3960453-10,S,,,,,;701553108-3960467-10,I,D,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3962946-10,I,D,11,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701553108-3967637-10,I,D,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3968947-10,I,D,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3969148-10,I,D,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3969196-10,I,D,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3970791-10,I,D,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3973962-10,I,D,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US; EVOLUTR-29-US,C53269;701553108-3973977-10,I,D,10,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3975423-10,I,D,14,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3975972-10,I,D,77,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3975994-10,I,D,17,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3976298-10,I,D,44,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3976801-10,I,D,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3976938-10,I,D,15,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3979826-10,I,D,9,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3979888-10,I,D,41,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3980025-10,I,D,19,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3981841-10,I,D,21,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3982935-10,I,D,17,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3985517-10,I,D,23,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3985674-10,I,D,13,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701553108-3988106-10,I,D,37,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3990751-10,I,D,39,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-3991020-10,I,D,29,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-3991020-10,S,D,,,,;701553108-3991020-10,S,D,,,,;701553108-3993447-10,I,D,53,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-3995891-10,I,D,53,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3996428-10,I,D,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-3998024-10,I,D,10,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-3998024-10,S,,,,,;701553108-4000555-10,I,D,10,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4000796-10,I,D,12,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4001341-10,I,D,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4002996-10,I,D,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4003931-10,I,D,25,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4004276-10,I,D,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-4005031-10,I,D,33,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-4005059-10,I,D,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4006880-10,I,D,5,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4007299-10,I,D,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-4008558-10,I,D,10,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4009069-10,I,D,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4009133-10,I,D,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-4010558-10,I,D,135,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4012194-10,I,D,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701553108-4013264-10,I,D,0,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-4013966-10,I,D,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4019961-10,I,D,Not reported.,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4019961-10,S,D,,,,;701553108-4020272-10,I,D,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4021155-10,I,D,70,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4021284-10,I,D,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-4024638-10,I,D,12,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701553108-4025102-10,I,D,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4025102-10,S,,,,,;701553108-4025669-10,I,D,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4026655-10,I,D,23,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701553108-4027957-10,I,D,37,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4027957-10,S,,,,,;701553108-4028443-10,I,D,102,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4028944-10,I,D,34,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4029453-10,I,D,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4029817-10,I,D,30,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4029991-10,I,D,23,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701553108-4030906-10,I,D,30,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4031172-10,I,D,13,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701553108-4031262-10,I,D,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4033047-10,I,D,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701553108-4033047-10,S,D,,,,;701553108-4033707-10,I,D,15,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269

Manufacturer narrative:
TVT REGISTRY EXEMPTION NUMBER: E2014038. TOTAL NUMBER OF EVENTS BEING SUMMARIZED: 294. UNDER THE TERMS AND CONDITIONS OF THE REGISTRY, ANONYMIZED PATIENT DEMOGRAPHICS DETAILS AND LIMITED DETAILS WERE PROVIDED REGARDING THE ADVERSE EVENTS AND OUTCOMES. THE REPORTED EVENT INFORMATION DID NOT INCLUDE ANY DEVICE-SPECIFIC IDENTIFYING INFORMATION, LOCATION WHERE THE EVENTS OCCURRED OR THE SPECIFIC DATES OF THE EVENTS. WITHOUT SUCH INFORMATION, IT CANNOT BE DETERMINED IF ANY OF THESE EVENTS WERE PREVIOUSLY REPORTED TO MEDTRONIC OR THE FDA MAUDE DATABASE, OR IF ANY DEVICES WERE EXPLANTED AND RETURNED TO MEDTRONIC FOR ANALYSIS. THE LISTED DATE OF DEATH AND EVENT DATE IS THE FIRST DAY OF THE REGISTRY'S REPORTING PERIOD FOR DISCHARGED PATIENTS AND PATIENT FOLLOW-UPS. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Event description:
MEDTRONIC RECEIVED INFORMATION REGARDING PATIENT/DEVICE EVENTS VIA A THIRD-PARTY POST-IMPLANT DEVICE REGISTRY (THE SOCIETY OF THORACIC SURGEONS/AMERICAN COLLEGE OF CARDIOLOGY TRANSCATHETER VALVE THERAPY REGISTRY). THE INFORMATION IN THIS REPORT WAS PROVIDED TO MEDTRONIC IN A DE-IDENTIFIED FORMAT, AND HAS BEEN ORGANIZED INTO A SUMMARY OF OBSERVATIONS RELATED TO PATIENT DEATHS.

Manufacturer narrative:
IN ACCORDANCE WITH MODIFICATIONS TO SUMMARY REPORTING REGISTRY EXEMPTION E2014038 RECEIVED ON NOVEMBER 9, 2020, THE FOLLOWING INFORMATION WAS RECEIVED FROM THE STS/ACC TVT REGISTRY FOR THE COREVALVE SYSTEM. THE TVT REGISTRY SUBSEQUENTLY REMOVED THE FOLLOWING DATA: ONE EVENT OF THE PATIENT EXPIRING FROM CAUSE OF DEATH UNKNOWN. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q4 2016 (OCTOBER 1, 2016 ¿ DECEMBER 31, 2016). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q4 2016 (OCTOBER 1, 2016 ¿ DECEMBER 31, 2016). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q4 2016 (OCTOBER 1, 2016 ¿ DECEMBER 31, 2016). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. TOTAL NUMBER OF EVENTS BEING SUMMARIZED: 297. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q4 2016 (OCTOBER 1, 2016 ¿ DECEMBER 31, 2016). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q4 2016 (OCTOBER 1, 2016 ¿ DECEMBER 31, 2016). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q4 2016 (OCTOBER 1, 2016 ¿ DECEMBER 31, 2016). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.